Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 36 and 48 hours. Patient stated the adhesive was loose and the cannula dislodged from the infusion site (hip/buttocks). Bruising at the site was also reported, as well as a negative test for ketones. As treatment, a new pod was applied and a bolus was delivered.

Manufacturer narrative:
Inspection of the device found no issues capable of causing the reported dislodging. The cause of this event could not be determined. Inspection of the device found no issues capable of causing the reported failure to adhere. The cause of this event could not be determined. Blood was not observed on the device. Inspection of the device found no issues capable of causing the reported bleeding/bruising.